Event description:
During an acr reconstruction and meniscus repair utilizing a fast-fix 360 it was reported that when the needle was pulled out after deploying t1, t2 implant fell off from the inserter needle without pushing the trigger. T1 and the suture remains inside the body. The procedure was completed with a back-up device after a 10 minute delay. There were no reported patient injuries or complications.

Manufacturer narrative:
No product is being returned for evaluation purposes. (B)(4).